Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator could not be interrogated with the rf antenna. Two different programmers were tried but the device should not be interrogated. When the rf antenna was unplugged the device could be interrogated normally with the inductive wand. The device firmware was attempted to be downloaded multiple times but was unsuccessful. The patient was fine during and after interrogation.